Event description:
Meter is broken. No error messages on the display screen. I asked what she meant by broken? She stated it seems like it's not getting power and completely blacks out. She hasn't had the meter for even a year.